Manufacturer narrative:
Of the 10 allegations of a malfunction, 30 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to moisture in the pump. During investigation for unrelated complaints, there were 16 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 10</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-70 years of age and between 60 and 185 pounds. Of the reported patients, 6 were male, 4 were female, and 0 were unknown.